Event description:
It was reported that a vns patient had a recent increase in seizures and the physician was not sure if it was related to vns or not. A chest x-ray was performed and looked ok and no low battery indicator was present. The physician did not notice a change in her voice at all. An estimate of battery life using the manufacturer¿s in-house programming history database predicted 0.9 years until low battery condition. Notes received from a visit on (B)(6) 2017 state the patient does think she can feel her vns going off. The patient continues to have poorly controlled seizures. The reason for the recent exacerbation of seizures is not clear. The physician stated in the notes it is possible, given the age of the device, it is failing and near end of life cycle and needs to be replaced. Additional relevant information has not been received to-date.

Event description:
Generator revision surgery occurred (B)(6) 2017. The explanted device has not been received by the manufacturer and the site reportedly does not return devices.